Event description:
It was reported that at previous refills the expected residual volume (erv) had been greater than the actual residual volume (arv). ¿one time¿ the arv was less than the erv. The reporter had no history as to times or actual volumes for the events. The device system was currently used to deliver bupivacaine, baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).